Manufacturer narrative:
Reported event: an event regarding disassociation, wear/metallosis and abnormal ion level involving a metal head was reported. The event of disassociation and trunnion wear was confirmed via clinician review; while the event of abnormal ion level was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: (B)(6) 2014: implant sheet. Right tha. 58mm-f tritanium shell cluster, 32mm-f trident x3 liner, lfit v40 +4mm 32mm head, dome hole plug, 6.5mm torx screw 30mm, 1270 v40 tmzf accolade stem. (B)(6) 2020: x-ray copy x2, ap pelvis. Right hip with apparent accolade tmzf stem with severe trunnion wear and disassociation of the head from the stem (B)(6) 2020: x-ray copy x2, lateral right hip. Stem and cup, stem appears to overlap the cup. Second copy, the hip looks dislocated. (B)(6) 2020: operative report. Revision tha. Mechanical failure of right tha, trunnion wear with corrosive changes and separation of the head from the stem. Tha 6 years prior. Presented to ER with head-stem separation. X-rays show uncoupling. Localized metallosis and erosion of the trunnion requiring stem revision and liner exchange. Stem out without difficulty. Metallosis was slight and did not compromise the tissue or bone. Primary stem could be used. Size 6 accolade ii stem and +5mm 36mm head biolox, matching liner. Confirmation: a revision surgery for head-trunnion disassociation and trunnion wear was confirmed. Injuries, increased levels of cobalt and/or chrome, and device recall could not be confirmed. Root cause: the root cause of the disassociation of the head from the stem and thus the revision was trunnion wear. This was likely the result of a tmzf-lfit issue. Root causes for alleged injuries, increased metal levels, and/or recall cannot be ascertained as the events could not be confirmed. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to head-trunnion disassociation, trunnion wear and excessive levels of chromium and cobalt in his blood. Clinician review of provided medical records confirmed that a revision surgery for head-trunnion disassociation and trunnion wear was performed. Increased levels of cobalt and/or chrome could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6), 2014 and was revised on (B)(6), 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: head disassociation.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown implant metal head was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2014 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.